Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device status is unknown. Return status is unknown.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.